Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination since release for distribution. Product/lot information for the cup is not known. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Poly exchange. Noticeable poly wear with eccentric pattern. Liner was changed as well as head. It was originally thought that the poly was prematurely worn but upon opening the patient it was found the poly has disassociated from the cup. The poly was articulating in the metal cup and had caused some metal debris. Cup was inspected and a new poly was inserted and the poly locking was examinated. Update - mar 24, 2016 - per rep, patient was having pain prior to revision surgery.